Event description:
It was reported that during a laparoscopic inguinal hernia procedure, the surgeon attempted to fire the device. When tested to see if the anchors were holding the mesh, some came thru the mesh and did not hold the mesh in place. Archors did not appear to penetrate the tissue below the mesh. A second device was opened to finish the case. There was no pt consequence.